Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was noted to have a frayed cable. A backup instrument of the same kind was used. It is unknown if a fragment fell into patient. The procedure was completed with no patient harm, adverse outcome, or injury. The issue caused a delay of less than 15 minutes. Intuitive surgical (is) obtained the following additional information regarding this event: there was no patient injury, no fragment fell into the patient. The customer replaced the defective instrument with the backup one.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.